Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particle in the shell, red encapsulation and opening extended on anterior. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing shell. Base on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive